Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) asked customer to provide a sample order for investigation. Further the customer confirmed that the issue was resolved. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower users were unable to remove the medication. The customer stated that the order was visible, but it appears greyed out. They also noted that one of the items were listed on the formulary but still cannot be removed. The customer confirmed that the order details were entered correctly, yet the issue continued to persist. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower users were unable to remove the medication. The customer stated that the order was visible, but it appears greyed out. They also noted that one of the items were listed on the formulary but still cannot be removed. The customer confirmed that the order details were entered correctly, yet the issue continued to persist. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.